Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device.

Event description:
Related MFR ref: 3005188751-2013-00118, 3005188751-2013-00121, and 2030404-2013-00121. During a cardiac ablation procedure using a fast cath swartz transseptal introducer, a pericardial effusion occurred. The fast cath swartz transseptal introducer and a brk transseptal needle were used to perform a transseptal puncture. An inquiry optima catheter was advanced into the left atrium for mapping purposes and ablation was performed with a non-sjm catheter. All pulmonary veins were successfully isolated. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues noted with any sjm device.